Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor however, the motor passed motor test. The insulin pump was also received with intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. The currents are within specifications and no unexpected failed battery. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to give a bolus and the numbers started ramping. Customer stated that she took the battery out and put another one in it. Customer did the same thing with the down arrow button. Customer stated that she tried different batteries but it kept saying failed battery test alarm. Customer's blood glucose was 59 mg/dl at the time of the incident. Customer stated that her blood glucose reading is due to her going to a funeral and not eating this evening. Customer stated that she has treated by eating since then and is okay. Customer stated that the pump has been in her pocket all day but nothing was unusual. Customer stated that the failed battery test alarm was due to her not being able to clear the alarm when she put the same battery back in the pump initially. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.